Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable right atrial (ra) lead was suspected of a conductor fracture. Pacing threshold measurements in a sitting position were 0.9 volts. There were no plans for intervention at this time as the ra lead was not needed. The issue planned to be addressed during the device changeout procedure. To date, there have been no adverse patient effects reported.